Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds, (B)(4) had readings that were fluctuating between 20 to 36 parts per million (ppm). The respiratory therapist stated when the sample line was disconnected and room air was sampled, readings varied from -11 to 53 ppm. The device was on a pt, and the respiratory therapist stated there was no impact to the pt and no adverse event occurred. The device was replaced with another unit and removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported inomax ds, (B)(4) had readings that were fluctuating between 20 to 36 parts per million (ppm). The respiratory therapist stated when the sample line was disconnected and room air was sampled, readings varied from -11 to 53 ppm. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.